Event description:
The user facility reported a 58-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a hematoma around their axillary impella site prompting an evacuation. The bleeding was noted to be under control following the intervention and patient support continued with the implanted pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major has been completed since the original report was filed. No product was returned. As per clinical, patient was bleeding at axillary access site after impella insertion and manual pressure was held to control bleeding. The cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided.